Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision because lead 1-8 had high impedance and showed it had migrated. Both leads were replaced. Lead 9-16 was replaced at the doctor¿s discretion. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 31186, UDI: (B)(4), serial: (B)(6), batch: a000136106.

Event description:
It was reported that one of the patient's leads had a high impedance and migrated. As a result, patient underwent surgical intervention on 15 february 2024 during which both leads were explanted and replaced. Therapy was restored in recovery. Investigation was unable to determine which lead was at fault.